Event description:
It was reported that the device was oversensing. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates the presence of oversensing. Two episodes of short v-v cycle sensed events were recorded. One occurring on (B)(6) 2010 and one on (B)(6) 2010. These type of episodes can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.